Event description:
Caller reported an error with continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a complete pump reset, which resolved the issue, as the error code did not reappear, and the caller was able to start their sensor session successfully.